Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial nail procedure, the impactor (driving cap) snapped off the insertion handle during the insertion of the tibial nail. The insertion handle is not broken, however part of driving cap which threads into the insertion handled is lodged, and the driving cap fell on the floor. The nail was still able to be inserted with a two (2) minute delay in the surgery. The surgery was completed successfully with no report of patient harm. Concomitant medical products: tibial nail (part unknown, lot unknown, quantity1); insertion handle (part 03.010.486, lot 8372816, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (driving cap, part number 03.010.523, lot number 8751021). It was reported that during a tibial nail procedure, the impactor (driving cap) snapped off the insertion handle during the insertion of the tibial nail. The insertion handle is not broken, however part of driving cap which threads into the insertion handled is lodged, and the driving cap fell on the floor. The nail was still able to be inserted with a 2 minute delay in surgery. Surgery was completed successfully with no report of patient harm. The returned driving cap (03.010.523, 8751021) and insertion handle (03.010.486, 8372816) are used during nail implantation procedures for addressing femoral and tibial fractures and proper use and maintenance are addressed in the associated technique guides. The returned insertion handle (03.010.486, 8372816) is considered concomitant since it did not directly contribute to the complaint condition since the threaded region of the driving cap broke off into it, and there were no issues noted with the insertion handle which could have contributed to the event. The returned driving cap (03.010.523, 8751021) was confirmed to be broken at the threads. The broken threaded portion of the device was retained inside the insertion handle. The broken piece is approximately 12mm in length. A device history record review was performed for the subject device lot number 8751021. Manufacturing location: bettlach. Date of manufacture: feb 18, 2014. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The acceptable hardness range on article 03.010.523 has been changed from 40-47 hrc minimum of 423 hv10. The heat treatment process remains h900. This change is to make sure the material hardness at the thread is sufficient. Additionally the hardness measuring point was changed so that a vickers hardness test can be performed on the part. The returned driving cap (03.010.523, 8751021) was manufactured on feb 18, 2014 and the drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. Based on the available information it is not possible to determine a definitive root cause for the complaint condition, however possible contributing factors include off axis striking of the driving cap and/or striking the driving cap without it being fully threaded into the insertion handle. Additionally the material hardness at the thread is sufficient. The acceptable hardness range on article 03.010.523 was changed from 40-47 hrc minimum of 423 hv10. Part number 03.010.475 was inadvertently reported by consultant as the complained part. Consultant confirmed part number 03.010.523, lot number 8751021, is the correct part for this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.